Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged towards the ventricle. The valve was snared by both paddles and pulled into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.